Event description:
Customer reports an lv2 infusor overinfused 8 hours earlier than anticipated. Infusion time given as 36 hours. Unit contained 5fu in saline to a volume of 88ml. No adverse clinical reaction reported.